Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer initially reported that they had inaccurate results for two patient samples tested for troponin I stat (short turn around time) - tni stat on (B)(6) 2015 and (B)(6) 2015. All results for these samples were flagged, alerting the user there was a problem with the results. On (B)(6) 2015, the field service representative performed a probe adjustment and a precision test. On (B)(6) 2015, the customer reported that they had an erroneous result for a third patient sample. This sample initially resulted as 0.276 ng/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 0.100 ng/ml accompanied by a data flag. A new sample was collected from the same patient and tested. The new sample also resulted as 0.100 ng/ml accompanied by a data flag. The patient was not adversely affected. The tni stat reagent lot number was 178185. The reagent expiration date was asked for, but not provided. On (B)(6) 2015, the analyzer measuring cell was exchanged due to calibration signals being lower than expected. Performance testing ran after the measuring cell exchange was within specified limits. A pre-analytic sample handling investigation was performed and many tubes with fibrin could be observed. Centrifugation conditions at the site were also not done according to tube manufacturer recommendations. A specific root cause could not be determined. Pre-analytic sample handling is a possible root cause. Issues with fibrin can cause unspecific elevated results.